Event description:
It was reported the patient experienced pain located at the ipg site. Surgical intervention was undertaken on (B)(6) 2022 in which leads were dissected from adhesions and incision was closed. Stimulation was restored following the procedure.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.